Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lcs tibial jig wouldn't tighten at bottom bolt - had no effect on surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: three requests have been made for the product code, lot number and for the product to be returned but nothing further has been received. Without the product or the product details, no investigation can take place. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.